Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Explant date: not applicable as the lens remains implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that during the implantation of the lens a small piece of the cartridge had come loose. It is thought to be a part of the viscoelastic that is left behind during coating. No patient injury and material is available. It was learned that some of the viscoelastic used during the lens manufacture seems to have been inside the unit and introduced into the eye together with the lens. No additional information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24th august 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint product was received in a plastic bag. Upon evaluation of the device the lens module and cartridge were correctly engaged. No assembly error and/or defect related to the manufacturing process were observed. Lubricating material residues were observed in the cartridge indicating that the unit was previously handled and prepared for surgical process. The tip of the cartridge was cracked/damaged, which could be related to handling by excessive force. No lens was returned for evaluation. A loose, white particle appearing to be a piece of plastic was found in the tray. The particle was sent to eag laboratory for further analysis. Based in the analysis the foreign material is consistent with a mixture of sodium hyaluronate and polypropylene and appears to be the missing part of the cartridge tip. Therefore, the reported issue was not verified. Due to the condition of the sample returned product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.